Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was having trouble reaching target temperature on the arctic sun device. Nurse stated that patient temperature was 32c, target temperature was 33c, water temperature was 37.3c, flow rate was 3.1lpm, patient was 140lbs with small pads in place . As nurse was looking more closely at the patient, nurse noted gaps between the patient and the gel pads where there was no skin contact. Mss agreed that the pads needed to be repositioned so that there was contact with the hydrogel barrier. Nurse will call back if they continue to have issues. Patient covered with sheet. Nurse could check protocol and see if it was appropriate to add warm blankets or bair hugger.

Event description:
It was reported that the patient was having trouble reaching target temperature on the arctic sun device. Nurse stated that patient temperature was 32c, target temperature was 33c, water temperature was 37.3c, flow rate was 3.1lpm, patient was 140lbs with small pads in place . As nurse was looking more closely at the patient, nurse noted gaps between the patient and the gel pads where there was no skin contact. Mss agreed that the pads needed to be repositioned so that there was contact with the hydrogel barrier. Nurse will call back if they continue to have issues. Patient covered with sheet. Nurse could check protocol and see if it was appropriate to add warm blankets or bair hugger.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.